Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change-out procedure when the is-1 portion of this right ventricular (rv) lead was removed from the header, the tip connection came off of the lead and remained in the header. It was noted that the patient was pacemaker dependent; however, pacing support was provided through the pacing system analyzer (psa) and left ventricular (lv) lead. Due to the damage, the pace/sense portion of this lead was surgically abandoned and a new pace/sense lead was implanted. It was determined that the damage to this rv lead occurred when the fellow thought the appropriate set had been loosened and pulled the lead vigorously. Upon further inspection, the fellow had not loosened the appropriate set screw. No adverse patient effects were reported.